Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board (pcb), which resolved the reported issue.(B)(6)

Event description:
Covidien received information of ventilator becoming inoperable. The ventilator was not being used on a patient at the time of the event.